Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse did not observe leaking from the cc sample probe or from reagent probe b, but did observe leaking from the waste valve of reagent probe a. The fse replaced the t-valve and h-valve, which did not resolve the leak. The fse then replaced the solenoid valve, which resolved the leak. The fse did not observe any further leaking. The fse also proactively replaced all other solenoid valves on the instrument. (B)(4).

Event description:
The customer reported leaking from reagent probe b and the cartridge chemistry (cc) sample probe of a unicel dxc 600 pro synchron system that occurred during instrument priming. The operator was performing instrument maintenance when the leak was found. The instrument was not processing patient samples and there were no erroneous results generated in connection with the leak. The operator was wearing personal protective equipment. There were no reports of direct contact with the leak or of injury as a result of the leak.